Manufacturer narrative:
The received sample was found in opened original packaging with cover foil. It shows surgery residuals. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer's acceptance criteria. The manufacturer performs a 100% final inspection for this product. The sample was functionally and visually inspected with the aid of a photomicroscope and with various magnifications. The customer¿s complaint was not confirmed. After cleaning it was found that the sample could be activated. It could be opened and closed. Therefore, the sample meet the specification. No technical root cause was identified as the product was found to be within specifications. No corrective actions are required, because there is no indication the product malfunctioned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated the forceps was stuck in the open position.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a procedure the micro forceps got tuck and would not open smoothly. The case was initiated and completed using an alternate product.